Event description:
The laser stopped functioning during the laser lead extraction. Procedure had to be stopped and patient transported to another facility in stable condition. Equipment is to be serviced. Manufacturer response for excimer laser, (brand not provided) (per site reporter). Customer reports power error lamp was on. Found that laser needed a gas exchange. Interlock on front door failed when buttoning up the system. Replaced the interlock. Verified grounding continuity and safety circuits operation. Completed gas exchange, replaced ar windows and cleaned all other optics. Verified power supplies and energy monitors settings. Laser system is operating properly.

Event description:
The laser stopped functioning during the laser lead extraction. Procedure had to be stopped and patient transported to another facility in stable condition. Equipment is to be serviced. Manufacturer response for excimer laser, (brand not provided) (per site reporter). Customer reports power error lamp was on. Found that laser needed a gas exchange. Interlock on front door failed when buttoning up the system. Replaced the interlock. Verified grounding continuity and safety circuits operation. Completed gas exchange, replaced ar windows and cleaned all other optics. Verified power supplies and energy monitors settings. Laser system is operating properly.